Manufacturer narrative:
Batch review performed on 05 november 2020: lot 134143: 12 items manufactured and released on 03-dec-2013. Expiration date: 2018-10-31. No anomalies found related to the problem. To date, 10 items of the same lot have been already sold without any similar reported event since 1-1-2016.

Event description:
Revision surgery for knee infection about 4 years after device implantation. Low-grade infection, the pathogen is unknown. The surgeon performed knee debridement and liner swap successfully.